Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when high capture threshold and a decrease in pacing lead impedance was observed. The device was reprogrammed. There were no adverse consequences for the patient and was in stable condition.